Event description:
It was reported that cadd medication cassette reservoirs was being filled, when a seam burst and the medication leaked from the soft inner bag inside the harder plastic outer shell. The pharmacist needed to take a new cassette and medication and start the filling process again. There was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06804. The report was submitted in error.